Manufacturer narrative:
(B)(4). The device was received and investigated. The reported sleeve steering issue was not confirmed as the tip deflected correctly during testing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported sleeve steering issue appears to be related to patient morphology/pathology due to the low transseptal puncture. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the steering issue with the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. When applying the m knob on the cds and applying the +/- on the steerable guide catheter (sgc), the clip moved in an unexpected direction. The blue alignment markers were confirmed to be aligned per the instructions for use. The devices were confirmed to be properly straddled. The decision was made to retract both devices, which was done without issue. Additionally, a new transseptal puncture was performed as the first puncture was too low. A new sgc and cds were selected for use and were used without any further issue. Two clips were implanted reducing the mr to grade to <1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.